Event description:
Cath lab staff utilizing angioseal vip vascular closure device on patient undergoing procedure in cath lab. When the time came to pull on the angioseal and push down on the tamper rod, the tamper rod was not there. The collagen to be deployed remained on the outside of the patient's body with no tamper rod available to deploy the collagen. Staff held pressure over the sheath entry site, assessed the device and pulled a little more on the angioseal head to see if the tamper rod was stuck in the catheter. It was not. At this time the collagen seal was inside the tract and hemostasis was obtained. Pressure was held on the groin site for ten minutes. Md was advised, patient stable with no further complications. Device saved for evaluation purposes. No injury to patient, just additional time troubleshooting issues.